Manufacturer narrative:
The insulin pump passed the displacement test, rewind test and basic occlusion test. The device was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure not detected during our testing. There was no motion sensor test failure alarm on the device. The insulin pump was received with cracked case on the display window corners, minor scratches on the lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call motor error alarm, motion sensor test failure and motor position encoder error alarm. Troubleshooting for motor error alarm was performed. Customer had an x-ray performed while wearing the insulin pump and reported a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.